Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a catheter revision occurred. It was reported that they were unable to aspirate the catheter. It was stated that then when they cut the catheter just proximal to the anchor, cerebrospinal fluid (csf) was flowing. The physician connected a new proximal piece and connected it to the new pump. It was stated that the issue was resolved. It was noted that the pump was at normal elective replacement indicator (eri). No further complications were reported. Additional information was received from the rep on (B)(6) 2018. It was indicated that the event was initially reported by the healthcare provider (hcp). It was stated that during the procedure, the physician stated he couldn't aspirate. It was reported that the cause of the inability to aspirate was not determined. The rep noted that they did not know if the patient experienced any symptoms related to the revision/inability to aspirate or the patient's weight at the time of the event; the only details they had pertained to the surgery, as they were covering the case for another territory. It was indicated that the devices would not be returned to the manufacturer for analysis because "the physician did not request." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no symptoms were known. The patient's weight was unknown. No further complications were reported/anticipated.